Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd solis vip pump gave air in line alarm. No adverse event reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the lens was damaged. Review of the event history log showed the pump displayed "preventive maintenance due" alarms and a "loss of power occurred while running" alarm. Functional testing involved a sensor testing. The investigation was not able to duplicate the reported issue. Based on the investigation, the complaint allegation was not confirmed.